Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the alaris pump was programmed for a primary infusion of hyperalimentation (hal) at 9.2ml/hr for 24 hours with a total volume of 320ml. The infusion was started on may 23, 2021 at 1837 and completed earlier than expected on may 24, 2021 at 13:45. The patient had glucose levels checked and was started on appropriate IV fluids as a result of this event. There was no report of permanent harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the alaris pump was programmed for a primary infusion of hyperalimentation (hal) at 9.2ml/hr for 24 hours with a total volume of 320ml. The infusion was started on (B)(6) 2021 at 1837 and completed earlier than expected on (B)(6) 2021 at 13:45. The patient had glucose levels checked and was started on appropriate IV fluids as a result of this event. There was no report of permanent harm.